Manufacturer narrative:
A follow up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis patient found fluid had leaked from the cassette while setting up for treatment and reported the same thing had happened following treatment a "few days" before. The event date is approximately (B)(6)2017. He was advised to discontinue using the cycler and to contact his pd nurse. During follow up the patient's nurse reported that he had not had any adverse event and no antibiotics were prescribed. He had only reported a single leak to the clinic.. The set was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.